Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic patient presented episodes of ventricular fibrillation. Upon review, diagnostic failure was observed. The episodes were diagnosed by the device as vt but they were svt. Programming changes were made. Patient will continue to be monitored.